Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use, as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a perforation was noted in the right coronary artery. The 3.50 x 26 mm graftmaster covered stent was implanted without issue and successfully sealed the perforation. The next morning the patient died. It was stated that the graftmaster helped stabilize the patient from the coronary perforation; however, it covered the right ventricular (rv) branch that could have contributed to the rv failure. The direct cause of death is coronary perforation and sequela. No additional information was provided.